Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During testing, the reported issue was confirmed: the flow rate from the air/water nozzle did not meet with specifications due to the foreign material found. Functional testing also showed the angulation knob's bending angle did not meet with specifications for the up direction and the up/down directional knob had excess play. Both issues occurred due to a worn angle wire. During examination, the following issues were noted: the bending section cover adhesive was chipped, cracked and cloudy; the objective lens adhesive was cloudy; the adhesive around the light guide lens was peeling and cloudy; the connector cover was scratched; and the connecting tube was scratched and dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis lucera gastrointestinal videoscope had poor water supply during an unspecified diagnostic procedure. The procedure was completed with the same device with no delay, and no patient harm was reported. The device was returned to olympus medical for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.